Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The reported sion blue guide wire with black objects and the concomitant inserter were returned for evaluation. Multiple bends were found on the distal segment of the returned sion blue. The ptfe coating on the shaft was intermittently peeled off at approximately 50-90cm from the tip. All peeled segments were straight. The provided black objects were attached in the gauze. Microscopic observation found that the black objects were accordion-shaped and had the same color as the ptfe coating on the shaft of the returned sion blue; therefore, it was concluded that the black objects were the peeled ptfe fragments. Referring to know similar events, an unused guide wire of the same brand was inserted into the provided concomitant inserter and made to contact the inserter edge in order to replicate the ptfe coating damage. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. The peeled ptfe fragments turned out to be accordion-shaped that was similar to the provided black objects. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the shaft surface of the sion blue was scraped by the sharp edge of the metallic inserter. Consequently, the ptfe coating was peeled. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects] ~ abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a 75-90% stenosis in the segment #8 of the left anterior descending artery (lad). The tip of an asahi sion blue guide wire was shaped with an unspecified inserter for use. When attempting to insert the guide wire into an unspecified y-connector, some foreign objects were found attached on the tip of the inserter. The guide wire was then replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects after the procedure.